Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope with cardiac arrest. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no syncope / cardiac arrest occurred and that there was a pacing issue noted on the right ventricular (rv) lead. No patient complications have been reported as a result of this event.